Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open ipom hernia repair (B)(6) of 2012 and mesh was used. In (B)(6) of 2012 the surgeon noticed that the mesh did not ingrow. A reoperation was performed. Additional information has been requested.